Event description:
Femoral adaptor tightener was stuck on femoral adaptor and had to cut off gasket to remove it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The torque wrench associated with the reported event was not returned. The investigation could not draw verify or any conclusions about the root cause of the reported event without the instrument to examine. A search of the complaint database against product code 961673 found additional reports of the black plastic protector component coming loose, rotating from the initial position, and creating femoral adapter assembly and disassembly concerns. (B)(4) has been initiated to identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.